Event description:
It was reported that the patient experienced a hyperglycemic event with reported blood glucose values exceeding 500 mg/dl, resulting in emergency department evaluation and treatment. The patient reported vomiting and feeling unwell prior to presentation. The patient also reported repeated occlusion alerts and subsequently noted a smell of insulin within the pump chamber. During troubleshooting, the patient confirmed connecting the cartridge to the connector outside of the pump prior to insertion, which may lead to pressure issues, occlusion alerts, and potential leakage. Outcomes included required medical intervention in the emergency department with intravenous fluids and insulin, after which the patient was discharged the same day without inpatient admission. Investigation included communication with the patient and review of the information provided. Investigation identified use error related to improper cartridge and connector assembly contributing to occlusion alerts and interruption of insulin delivery, and no device malfunction or component failure was identified. It was concluded that the event was caused by user handling and failure to follow instructions rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.